Event description:
New information received indicates that the right ventricular lead exhibited noise that was oversensed by the device. Merlin.net notifications were turned off. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-17957, 2017865-2021-17962. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple oversensing episodes, including a false ventricular fibrillation episode. The patient did not experience therapy due to the oversensing. It was noted that the implantable cardioverter defibrillator exhibited farfield p wave oversensing. The right ventricular and right atrial leads exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition and will continue to be monitored.